Manufacturer narrative:
The type of reportable event was updated from being a malfunction to a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. A pump alarm was heard in (B)(6) 2016 and a pump alarm started a couple days after it was silenced. The current pump alarm was not confirmed via telemetry; a clinician programmer was not available. No patient symptom was reported. The company representative was to follow-up with the hcp. Pump replacement was planned. The device was to be returned to the manufacturer. As of (B)(6) 2016, the pump currently administered morphine (concentration 20 mg/ml) at a minimum dose rate.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving morphine 20mg/ml at 6.511mg/day (7.983 mg/day with max activations) via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, telemetry confirmed a critical alarm was occurring due to a low battery reset, reset and safe state. The patient experienced nausea, stomach irritability and "a lot of bowel movement." The patient was put on oral medications to help compensate for the decrease in intrathecal dosing. The pump was at minimum rate mode delivering 0.126 mg/day. The cause of the low battery reset and safe state was unknown. The physician speculated that since the patient relied heavily on patient activation (pa) dosing so "the battery was most likely depleted prior to the 7 year mark."

Event description:
Additional information was received from a company representative. The patient was going to have the pump explanted. The cause of the low battery reset and safe state was not determined. No additional troubleshooting was performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer stated on (B)(6) 2016 an alarm started going off and then on (B)(6) 2016 patient went to healthcare professional (hcp), and pump was read and everything was fine. It stated it had 19 months for estimated elective replacement indicator (eri). Patient asked about a dye study and hcp did not want to do that right then. It was noted hcp wanted patient to rush into surgery on (B)(6) 2016, and patient wanted to wait and think about it. It was reported in (B)(6) 2016 the pump started beeping again and patient went back to hcp, and estimated eri was 18 months and hcp did not want to do a dye study at this time. Patient was signed up for an electromyography (emg) on (B)(6) 2016 for feet and leg issues because patient had tingling, burning, aching, couldn't stand to walk or drive and the symptoms started in (B)(6) 2016. There was no mention by the hcp if the patient's reported symptoms were related to pump low battery reset. Patient went to a physical therapist in (B)(6) 2016 who felt patient had a pinched nerve because when therapist rubbed patient's leg it would help. Hcp took a small syringe and injected it on (B)(6) 2016 and took 2-3 x-rays, talked about gears of the pump and made comments about how the gears were moving and said they were not going to use dye , but a clear fluid was injected and patient felt it looked like medicine so how could the hcp say for certain there was not an issue. It was noted the dye study came back with no abnormalities and the existing catheter was patent. Following the dye study on (B)(6) 2016, the patient had terrible diarrhea that got worse on (B)(6) 2016. It was noted the pump stopped working and was making her sick. Emg was not yet performed and patient was going back on (B)(6) 2016. Patient stated hcp wanted to do surgery as the outcome, not because something was wrong. It is unknown if the patient's symptoms resolved, and patient wished to have pump replaced and replacement has not been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.